Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and got wet on beach. The customer¿s blood glucose level was 135 mg/dl. The customer was assisted with troubleshooting. Customer stated that he already tried to remove the battery and replace it with a new battery but had blank display on it. The device will not be returned for analysis.